Event description:
It was reported that during the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. A 2.5x15mm rx traveler balloon dilatation catheter was prepped per the instructions for use, advanced without resistance and inflated one time. When the balloon dilatation catheter was removed from the lesion, slight resistance was noted. Reportedly, the balloon was completely deflated prior to removal from the patient anatomy. Once outside of the patient, the distal shaft was noted to be separated about 25 cm proximal to the distal end of the balloon and remained in the patient. The separated portion was removed from the patient with a snare device; however, it took a few hours to remove the separated portion. Another unspecified device was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The traveler rx is not approved for sale in the us; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.